Manufacturer narrative:
(B)(4)

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(4)2022. On the same day the sensor was inserted, the patient clearly stated she recalled that the readings from her dexcom was 25mg/dl before going to bed. The patient also mentioned that the sensor was becoming unattached at that time. The patient did not check her blood glucose (bg) because she did not have test strip for the glucometer. On (B)(6)2022 around 3:30am, the family member heard the patient's receiver beeping and went to check on the patient who was sweating and having a seizure. There was no information about what the beep alert was on the receiver. Paramedics were called and the bg was 26 mg/dl by emergency medical services (ems). No information about what the dexcom receiver displayed at that time. Paramedics treated the hypoglycemia with IV sugar; however, the patient could not recall further details. She reportedly sustained bruising during the event. She was transported to the emergency department. At the time of the report, the patient was recovering at home. Labeling indicates the g6 reports glucose readings between 40 and 400 mg/dl. When the g6 determines the glucose reading is below 40 mg/dl, it displays ¿low¿ in the receiver or mobile application status box. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that they had inaccurate values that resulted in a seizure. The patient stated they could not remember details of the event but needed assistance from the paramedics. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.